Event description:
Nurse went to empty out the autovac drain which was draining out of the patient's knee after surgery. The autovac would not drain into the IV bag and was silent when pressing on the button to drain. Nurse moved the autovac around, looking for a clot but could not see any. Nurse proceeded to have another nurse help. The other nurse also tried to get the blood to drain from the autovac but could not do so as well. The autovac was disconnected, bagged and saved. No patient harm.